Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/hematoma/major bleed: the cause of the access site adverse event was user related as bleeding was linked to a procedural factor involving a steep angle of entry. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma at the access site. A femstop was placed and the patient received a blood transfusion. The patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.